Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer's blood glucose value was 145 mg/dl. The customer reported that they were able to rewind the insulin pump and able to clear the alarm. The insulin pump again alarmed unexpected restart after battery change. The customer was advised that the insulin pump needed to replace the insulin pump and may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected restart alarm or reset time/clock after change battery noted during testing.